Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the (B)(6) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: ca-2018-0171. The customer stated that there was no patient involvement.

Event description:
Logic board err even after replacing brd. Display board-failure, case front-non supported part installed, door assembly-door cover damage, bezel assembly- damage and iui-damage. There was no patient involvement. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(6) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: ca-2018-0171 the customer stated that there was no patient involvement.

Event description:
(B)(6)2018 13:37:37 (B)(6) po for (B)(4) approved by (B)(6) shipping & billing addresses confirmed. Npi. **cc info: visa -e803-6978-v0geawtgq8084a 02/2018 (B)(6) (B)(6)2018 13:17:18 (B)(6) est mnr to mj. (B)(6)2018 08:17:53 (B)(6) updated from mnr to mjr for the major repairs needed per (B)(6), service tech. Repair approved by (B)(6) for (B)(4). No changes to the po#. Please charge repair to credit card per the information above. (B)(6)2018 12:45:46(B)(6) missed tat mjr (B)(6)2018 11:04:25 (B)(6)